Manufacturer narrative:
(B)(4). Concomitant medical devices: part: unk stem, lot: unk; part: unk liner, lot: unk. Reported event was confirmed by review of radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: several regions of periprosthetic lucencies described, involving surrounding the greater trochanteric portion of the femoral stem as well as the acetabular cup. These could findings indicate loosening, but would be more appropriately evaluated and confirmed as a suspicion if there are prior examinations for comparative purposes, illustrate inguinal new finding or one that has progressed since prior time points. Also present is slightly eccentric positioning of the femoral head component with respect to the acetabular cup, likely indicative of polyethylene wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00319, 0001825034-2021-00807.

Event description:
It was reported patient underwent a revision procedure more than 20 years post implantation due to liner wear. Liner and head revised. No further event information available at the time of this report.